Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer noticed on monday that pieces of the reservoir compartment rim are coming off. The customer reported that they did not even have to twist reservoir to take it out, it just slides out at that point. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with cracked case at the display window corner, major broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, stained end cap sticker, cracked case reservoir tube window corner and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.